Event description:
The explanted device was received in (B)(6) office. According to the derf, the user has been explanted as he suffered from an infection and skin breakdown. The user was experiencing redness and pain. Furthermore the stimulator was exposed.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the limited information received from the field the recipient suffered from an infection and skin breakdown at the implant site. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The explanted device was received in durham office. According to the derf, the user has been explanted as he suffered from an infection and skin breakdown. The user was experiencing redness and pain. Furthermore the stimulator was exposed.